Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was performed to treat a narrow lesion in the proximal right coronary artery (rca) with 100% stenosis. On (B)(6) 2014, the patient was hospitalized for chest pain. Angiography showed three vascular lesions. A 2.25 x 08 mm and 2.75 x 38 mm xience xpedition stents were implanted in the rca with 100% stenosis. The patient was discharged on (B)(6) 2014. On 5/2/2017, the patient was re-hospitalized for heart pain in the anterior region. Angiography showed 90% stenosis in the proximal left anterior descending artery (lad), 80% stenosis in the mid lad, and 50% stenosis in the proximal rca. The other xience xpedition stent was patent. A 3.0 x 38 mm xience xpedition stent was implanted in the mid lad. The patient was in stable condition on (B)(6) 2017. The symptoms currently persist. No additional information was provided.

Manufacturer narrative:
(B)(4). Correction: catalog number, lot number, concomitant medical products. The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this event. The reported patient effect of angina and stenosis are listed in the xience xpedition, ce eluting coronary stent systems (eccs) instructions for use as known patient effects. A conclusive cause for the reported patient effect(s) and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the initially filed report, the following information was received: the 2.25 x 28 mm xience xpedition stent was patent. The angina and 50% stenosis in the proximal rca was left untreated and the patient was discharged on (B)(6) 2017.